Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics. At the time of this report, the peritonitis was resolved, the patient was recovered, and dianeal therapy was ongoing. At the time of report, the patient was mainly on hemodialysis therapy and uses pd solution occasionally. No additional information is available.